Manufacturer narrative:
The reported event was confirmed. An ic temperature sensing silicone catheter was returned. The catheter contained yellow stains. The catheter was placed in a water bath and resistance measurements at 25c, 37c, and 45c temperatures. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not stretch catheter as damage to or dislodgment of lead wires as temperature probe may cause improper temperature measurement." "This device is compatible only with monitors requiring ysi 400-series type temperature probes."

Event description:
It was reported that the patient's body temperature was not displayed on the monitor at all. Per sample evaluation, it was found that there are inaccurate temperature readings.